Manufacturer narrative:
Additional testing performed on the reserve product samples confirms that the product meets acceptance criteria.

Event description:
The clinician reported that there was no bone integration following the bone graft procedure. A follow-up procedure was performed to remove the product and re-graft the site with another bone graft product which resulted in a 4-6 month delay in implant placement.